Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a dialysis catheter placement procedure occurred on (B)(6)2024, and sometime post procedure, the external lumen of the catheter allegedly developed a small pinhole and was explanted on (B)(6)2024. Follow up details provided by the complainant on (B)(6) 2024 indicated that the patient was unknown gender, 82 y/o. The line was replaced, and the patient was subsequently discharged with no other interventions required for this incident. The device is not available for return.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 24cm hemostar d/l catheter was returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. An in-house syringe was attached to the blue luer and was patent to infusion and aspiration. No leaks were observed throughout the catheter. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. A leak was observed exiting from what appeared to be pinholes that were in-parallel, at the blue luer extension leg. The catheter was placed under microscopic observation, and what appeared to be pinholes, in-parallel, were noted on the blue luer extension leg. Therefore, the investigation is confirmed for the reported material puncture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a dialysis catheter placement procedure occurred on (B)(6) 2024, and sometime post procedure, the external lumen of the catheter allegedly developed a small pinhole and was explanted on (B)(6) 2024. Follow up details provided by the complainant on 24-dec-2024 indicated that the patient was unknown gender, 82 y/o. The line was replaced, and the patient was subsequently discharged with no other interventions required for this incident. The device is not available for return.